Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, when the physician pulled the plunger back there was no suture present. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient reported to be in their fifties. Patient reported to be of standard weight. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded at the facility; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no no-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Thirteen unused sterile proglide devices with the same lot number (20503j1) as the complaint device were returned for evaluation. Functional testing was performed and the devices operated according to specifications. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples.